Event description:
A customer contacted beckman coulter inc. (Bci) to report (B)(6) results for a patient generated by unicel dxi 800 accesss chemistry analyzer. The results were reported out of the laboratory. The sample was repeated on the same unit and another unit and the results obtained were lower. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
The samples are collected in lihep plasma tubes with a gel separator. The samples are centrifuged for five (5) minutes at either 3000 or 6000 rpm in a statspin centrifuge. Qc was within customers established range pre and post the event. Customer declined service visit. A clear root cause cannot be determined for the event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report false positive beta human chronic gonadotropin (bhcg) results for a patient generated by unicel dxi 800 access chemistry analyzer. The results were reported out of the laboratory. The sample was repeated on the same unit and another unit and the results obtained were lower. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
The samples are collected in lihep plasma tubes with a gel separator. The samples are centrifuged for five (5) minutes at either 3000 or 6000 rpm in a statspin centrifuge. Qc was within customers established range pre and post the event. Customer declined service visit. A clear root cause can not be determined for the event. From (B)(6) to beta human chorionic gonadotropin (bhcg).